Manufacturer narrative:
User facility (B)(6). (B)(6). Date user facility became aware of event: 18-oct-2021. Type of report: initial. Date of this report: 02-dec-2021. Approximate age of device: n/a. (B)(4). Report sent to FDA: yes 20-dec-2021. Location where event occurred: hospital. Report sent to manufacturer: yes. Manufacturer name and address: medtronic, plc addl: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. Wound debridement was required. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.